Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. When the express2 monorail coronary stent delivery system 2.5x12mm was removed from the package, the stent struts were noticed to be damaged. On the most proximal part of the stent one or two struts are flared. There were no pt complications reported. The case was completed with another of the same device.